Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure after the lp was positioned, the lp prematurely separated from the catheter. The lp was left implanted and the procedure was completed successfully. After the procedure, the physician was not able to align the tethers. There were no patient consequences.

Manufacturer narrative:
The reported events of a premature separation and failure to align were confirmed. As received, a catheter was returned in one piece without a device returned. Visual inspection of the catheter found the tether control knob was in mis-aligned position while the distal bullets were in the mis-aligned position and pulled back in the distal cap. X-ray examination found one of the tethers slipped inside the release tether screw, as received. Dimensional analysis that was performed found all measurements were within specification with the exception of the aligned offset which was noted to be out of specification due to the slipped release tether. The reported events were isolated to the slipped tether inside the release tether screw.